Event description:
Customer stated, "just using the pad on her knee and it started smoking." Product has not been returned for investigation. Customer did not claim any injury. Based on feedback analysis and trending bce has not found it to be a recurring issue in this lot. Without the presence of product, bce cannot make any further determinations.

Event description:
Product was returned for investigation. The product was approx. 5 years and 10 months old when the incident occurred. An investigation was done to look into the customers complaint. The inspector observed that cord had a small burn surrounding a cut near the switch. The inspector concluded that the cord failure was the cause of the smoke. The cut occured because the user was wrapping the cord under the switch while in use. This created tension on the cord and caused it to break.